Manufacturer narrative:
(B)(6). The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "infectious disease".

Event description:
Healthcare professional reported side unspecified "infectious disease". Device remains implanted.